Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 2). Additional supplemental emdrs were submitted to represent the 3dmax mesh (device 1) and bard perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2018 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, "on the right inguinal region, a direct hernia was noted and reduced. A 3dmax (device 1) was placed and tacked. On the left inguinal region, an indirect hernia sac noted and reduced. A 3dmax (device 2) was placed and tacked." On (B)(6) 2018 - patient was diagnosed with hematoma on left and right groin thereby underwent open repair. Per op notes, "on the left side, hematoma was opened, dissected free and evacuated. On the right side, hematoma was opened and evacuated. Both hernia repairs appeared completely intact." On (B)(6) 2022 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 3). Per op notes, "the hernia sac was identified and freed from the cord structures. The hernia sac was reduced. A perfix plug (device 3) with onlay patch was placed and secured using sutures."